Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that prior to use, they noted a stain on the pad. The pad was not used. Initial evaluation of the returned sample found the pad was degraded without continuity.